Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer stated that the sensor showed incorrect low readings, which caused the pump not to dose insulin. Due to insufficient insulin, the customer had insulin deficiency, ketones started to rise, and the customer felt nauseous. The customer self-managed by injecting insulin pen accordingly. There was no report of death or permanent impairment associated with this event.